Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check and it displayed abnormal ventilation waveform during treatment. There was no patient harm. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer ref # (B)(4).

Manufacturer narrative:
The reported failed pressure transducer test during pre-use check could be confirmed. The expiratory pressure transducer pc board was replaced as recommended in the service manual but not returned for investigation. The ventilator passed functional test and pre-use checks and was cleared for clinical use. Ventilator logs were downloaded. Evaluation of the received test log showed that the pressure transducer test had failed due to the measured inspiratory and expiratory pressures differed more than 6 cm h2o and also due to a gain value out of specification (>8% from factory default) for the expiratory pressure transducer pc board. The expiratory pressure transducer zero offset value, measured by the pressure sensor on the pcb, had drifted and exceeded the allowed limit (±300mv from default). This offset drift if it occurs during ventilation may affect the measured peep and measured airway pressure. According to the logs, the reported failure occurred on (B)(6) 2020. The conclusion is that the pressure transducer pc board was faulty and was the cause of the reported failure. Since the replaced part was not returned for investigation, the root cause of the pressure transducer pc board failures has not been determined.